Event description:
Ibc, spoke with pt's mom, according to her one of the pumps is alarming high pressure alarm (sn (B)(4)) and she already checked for kinks and clamps. She was able to switch to the other pump with no problem. Pt did not experience any adverse event. Advised that we will send a replacement pump and a return box. No other information provided. Dose or amount: 5mg. Frequency: ud. Route: IV.